Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary infusion of midazolam 50 mg/50 ml ns was started at a rate of 5mg/hr. After a short time the entire bag had infused. The patient was being ventilated and vital signs remained stable. A midazolam level was measured approximately 2.5 hours after the event with a result of 129 ng/ml. No other intervention was provided and there was no report of any lasting patient effect.

Manufacturer narrative:
Concomitant product(s): 50ml bag received labeled 0.9% sodium chloride; therapy date (B)(6) 2016. The customer¿s report of an overinfusion of midazolam could not be confirmed or duplicated. The associated pcu event log details were found to have been overwritten from continued use. Review of the pump module event log showed that at 8:51 am on (B)(6) 2016 the module was turned on and alarmed for safety clamp open for a duration of 5 seconds. At 8:52 am an infusion was started with a rate of 5 ml/hr. At 9:03 am the infusion was paused and the device alarmed for safety clamp open for a duration of 3 seconds. At 9:09 am the device alarmed for safety clamp open for a duration of 2 seconds. Excluding several pauses by the user, the infusion ran for an accumulated duration of 1 hour and 30 seconds before the module was turned off at 9:58am. The total calculated volume infused was approximately 5.0419ml. The log analysis could not determine if the safety clamp open alarms had any contribution to the reported event. Testing showed that the pump module with the customer's tubing set installed was slightly under infusing outside the specification, which was resolved with rate accuracy recalibration. This incidental finding did not contribute to the reported incident. The root cause of the overinfusion could not be identified.